Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was reported as due to fungus (unspecified). As the source of the fungus was not identified and no additional information was able to be obtained, the cause of the peritonitis event will be assessed as unknown. The patient was hospitalized for the event. Treatment for the event was unknown. Dianeal therapy was withdrawn during hospitalization. At the time of this report the patient was recovered from this peritonitis event. No additional information is available as the reporter has declined to provide any further information.